Manufacturer narrative:
G4: 11oct2019; b4: 14oct2019. D4: the serial number of this device was corrected to be (B)(6). With the serial number change, it has been determined that this event is a duplicate of the report filed under MFR. Report number. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16jul2019. A follow up report will be submitted once the evaluation is complete.

Event description:
During servicing, the manufacturer's field technician reported a ventilator that would not power on. There was no patient involvement or harm.